Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose levels (250-300 mg/dl) after eating lunch. Reportedly, customer's health care professional recommended a new carbohydrate ratio be added to the pump settings. A correction bolus was delivered to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting the pump settings.